Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was further described that the home patient (hp) did not wear a mask. The patient was hospitalized on the same day that the patient experienced the peritonitis. The patient was treated with ceftazidime (500 grams, frequency and route not reported) and amikacin (125 milligrams, frequency and route not reported). Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.